Event description:
The pump was returned to animas for a cracked casing issue. The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the bolus button was found to be unresponsive. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on 2/01/2012 with the following findings: the bolus button was found to be unresponsive. Unrelated to the event the battery compartment was found to be cracked. (B)(6).